Event description:
On (B)(6) 2008, a (B)(6) male pt with a history of cerebral infarction underwent aaa repair under general anesthesia. The pt's anatomical form was suitable for endovascular repair and the procedure was consisted of placement of a mainbody and two iliac leg grafts. The procedure was completed without notable problem. On (B)(6) 2011, a leak was found by abdominal ultrasonography. On (B)(6) 2011, the leak was confirmed as a distal type I endoleak in the right side by angiography. On (B)(6) 2011, under local anesthesia, another iliac leg graft was additionally placed following coil embolization of the right internal iliac artery. The physician confirmed the leak was gone and completed the procedure. The pt is doing fine after the procedure.

Manufacturer narrative:
Add'l repairs are not specifically listed in the IFU. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, proper ballooning sites, follow up guidelines. Secondary type ib endoleak was reported approx 3.5 years after initial repair. The physician reported migration of the iliac leg resulting in the endoleak. Without imaging or add'l info (anatomical determinants, anatomical changes, f/u, etc.) We are unable to determine contributing factors. The endoleak was resolved after embolizing the internal iliac and extending with another zenith iliac leg. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.